Manufacturer narrative:
The nurse reported to the biomedical engineer (bme) that the central nurse's station (cns) was not alarming properly. Nihon kohden technical support called the nurse who reported the issue. She had an overview alarm going on in the background. Once the overview alarm was removed the nurse felt confident the alarms are functioning properly.

Event description:
The nurse reported to the biomedical engineer (bme) that the central nurse's station (cns) was not alarming properly.